Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation confirmed that the cutting wire was broken at the coated portion and the broken sections were melted and burned. In addition, cutting wire was missing for approximately 10 mm from the broken point near the distal tip and the plastic coating also missing for approximately 5 mm. Also as the lot, nothing abnormal detected. As the results of the investigation, omsc assumes that the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted or came close to the metal part of the forceps elevator while activating the output, which caused a spark and the part of the cutting wire became extremely hot, resulting in breakage. The coating and cutting wire came off because of the user handler after the cutting wire was broke. The device instruction manual has warned about the possibility of coating peeling and breakage of cutting wire. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical sys corp (omsc) was informed that during an endoscopic sphincterotomy (est) with sphincterotome, the cutting wire broke. The doctor completed the procedure by using another device. During the investigation, omsc found the cutting wire and its plastic coating was partially missing.